Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The caller reported via phone call that buttons was not responsive. The customer's blood glucose was unknown at the time of incident. The caller stated that they kept pressing until the act buttons came up. The caller stated that the button was hard to press. The caller stated that they had the issue since they got the insulin pump. The caller was advised that the insulin pump will need to be replaced. The caller was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.